Event description:
Following an intraocular lens (iol) implant surgery a consumer reported to have blurred vision and difficulty reading with glasses on. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Investigation has been completed based on current information. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).